Event description:
Boston scientific received information that this device system detected two episodes of noise or electromagnetic interference (emi) on the right ventricular (rv) lead. Pacing inhibition with asystole last four to six seconds occurred. The patient reported being non-symptomatic at the time of the episodes. Isometric exercises were performed with no recreation of noise. Further review determined that the patients physician elected to continue to monitor the device system.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.